Manufacturer narrative:
Manufacturing site evaluation: samples received: 4 open and 9 unopened racepacks. Analysis and results: there are (B)(4) previous complaints of this code batch, (B)(4) of them regarding the same issue. (B)(4) units were manufactured and distributed, there are no units in stock. Received 9 closed samples and four open samples with the needle detached from the thread and two of them the thread is still wound on the pack. Tested the needle attachment of the closed samples received and the results of one of the samples does not fulfil the minimum, according to the OEM requirements. There are no samples available in stock to test 15 samples. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Actions on product: replace this code/batch to the end customer or refund. Corrective/preventive actions: there is a corrective action in order to avoid this kind of incident in the future.

Manufacturer narrative:
Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). Needle is detached.